Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 309623. Batch # 3340120. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. The patient reported to field nurse that on multiple occasions she has experienced the needle hub was loose on the injection syringe. She said that the needle hub would come off at random times, like when mixing, drawing up the medication or injecting. To compensate, the patient stated she is holding the barrel of the syringe at the needle hub during mixing, drawing up the medication and injecting the medication. The patient stated that she does feel that she is getting her full dose with each injection. The patient also reported that during an injection the syringe separated from the needle hub after she injected, and the needle was still in the injection site. Bd syringe lot number(s): 3340120. Bd part number: 309623.